Event description:
The customer reported that the insulin pump had a frozen display and the time clock was not changing. The blood glucose reading was 115mg/dl. Troubleshooting was performed, and the buttons were unresponsive. Advised the caller to remove the battery for several minutes and to re-install, but the anomaly continued. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.